Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, when the introducer was placed into the patient and flushed, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.